Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The manufacturer became aware of an event reported by the patient involving hypoglycemia while using the pod in (B)(6) 2025; (B)(6) 2025, is used as the occurrence date for reporting purposes as the exact date could not be recalled. The report was retrospective; therefore, pod lot number, sequence number, pod site, system mode, pod wear duration, and insulin brand were unavailable. The patient reported that while grocery shopping at night, symptoms consistent with hypoglycemia occurred, with a reported blood glucose value of 40 mg/dl. The patient reported experiencing a hypoglycemic seizure and feeling unwell, then returned to a vehicle and was unable to contact a family member due to lack of phone charge. The patient self-treated with approximately two to three regular sodas, with subsequent improvement. No medical intervention was reported.